Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010, the patient underwent posterior lumbar interbody fusion surgery on the lumbar region of her spine from vertebrae l4 to l5. Allegedly, patient was implanted with rhbmp-2/acs in this surgery. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space). Reportedly, "patient's post-operative period was marked by a period of improvement, followed by increasing pain in her low back, sacrum; radiating pain to her buttocks, hips, groin and legs; and numbness and tingling in her right shin, foot and big toe." On (B)(6) 2014, the patient underwent revision surgery, due to severe pain and symptoms. Reportedly, "despite revision surgery, patient continues to experience pain across her lower back and hips, sciatic nerve pain, and occasional numbness and tingling in her feet. She is unable to sit or stand for extended periods, cannot bend down or pull herself up, and has difficulty walking. Patient also suffers from bladder incontinence."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented with the following pre-op diagnosis: lumbar spondylosis with low back pain and lumbar radiculopathy at l4-l5. The patient underwent the following procedures: a posterior lumbar interbody fusion at l4-l5; posterolateral fusion at l4-5; placement of interbody prosthetic mesh cage; nonsegmental instrumentation l4-l5 using the percutaneous pedicle screws; use of the allograft bone as well as bmp sponge for the arthrodesis; intraoperative ap and lateral fluoroscopic images with interpretation; continuous emg monitoring using the system as well as neurosegmental junction testing. As per op-notes, "the diskectomy was adequate the appropriate-sized interbody prosthesis was selected and this prosthetic graft was loaded with bmp sponge. Bmp sponge was also placed in the anterior aspect of the disk space and interbody space in the disk space and this prosthetic mesh graft was then loaded with the allograft bone and bmp sponge in the interbody space to complete the interbody arthrodesis at the l4-5 level and providing some distraction. The patient tolerated the procedure well with no complications.¿